Manufacturer narrative:
Additional information was received that the patients infection was located at the incision site.

Event description:
A report was received that the patient was admitted due to having an infection. The patient¿s symptom was itchiness. It was noted that the patient did not keep the bandage over the incision sites. Antibiotics were prescribed. Infection was not device related and the cause was unknown. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted due to having an infection. The patient¿s symptom was itchiness. It was noted that the patient did not keep the bandage over the incision sites. Antibiotics were prescribed. Infection was not device related and the cause was unknown. The patient underwent an explant procedure.